Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the date of the initial procedure? Right colon. Was the initial procedure a colon resection? Yes. On what tissue layer was the suture used? Band. What was the condition of the tissue (normal, diseased, weakened)? Normal. How was the suture placed (starting at end or middle of incision)? From the end. Was the fixation tab intact when the suture was placed in the patient? Yes. Was any deficiency or anomaly noted on the suture prior to use? No. Was any solution used to irrigate the tissue prior to closure? No. What were the patient symptoms the night of the procedure? Pain. Where along the suture line was the suture ¿detached/ broken¿? The band was opened and the intestinal loops were coming out. Can you describe the appearance of the stratafix suture during second procedure? No answer provided. Did the stratafix suture break, if so, where (termination, middle, end)? The band was totally open. What was the condition of the tab fixation during the second procedure? No answer provided. The patient demographic info: age, weight, bmi at the time of index procedure no answer provided. Other relevant patient history/concomitant medications unk. What is physician¿s opinion as to the etiology of or contributing factors to this event? Not provided. Can you identify the lot number of the stratafix symmetric suture? No. Do you have the device or any samples to return for evaluation? No. What is the patient¿s current status? Now fine.

Event description:
It was reported that a patient underwent a colon resection procedure on an unknown date in (B)(6) 2019 and barbed suture was used. The patient experienced pain the same night of the procedure. An additional procedure was performed and the suture was found totally detached/ broken. It was reported that the suture was used on the band of the right colon and it was noted that the band was opened and the intestinal loops were coming out. Revision procedure was performed with an unknown device. The patient is reported as fine and was discharged 4-5 days post procedure. Additional information was requested.